Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A work-around for recovering the patient database has been communicated to the site.

Event description:
A medtronic representative reported that the navigation software unexpectedly exited during a cranial surgery. The issue occurred while plugging in the leica, pointer only, microscope cable. The software exited to the blue screen and the system and microscope were hard booted. After re-boot the system functioned as it should for the surgery. There was an approximate 3 minute delay caused by the issue. There was no impact to the outcome of the patient.

Manufacturer narrative:
The true patient weight was (B)(6) kg, however this was rounded up to (B)(6) kg due to field character limitations. The site is not under contract and has not approved a service visit to address the issue. No parts have been received by the manufacturer.